Event description:
It was reported that this brady lead was not successfully implanted after multiple measurements were performed due to observed noise or interference while using the connector tool as physician elected to connect the alligator clips directly to the lead for testing. Furthermore, while attempting to advance the whisper wire through the left ventricular (lv) lead, the wire met resistance and would not advance properly as it was determined that the lead was crimped or damaged by the repeated direct application of the alligator clamps. A new lead of the same model was successfully placed. The lead is not available for evaluation. No adverse patient effects were reported.